Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the pump supplies were changed to resolve the issue.